Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the hp052 handpiece emitted a solid tone during the case. A new handpiece was opened and tip worked fine with the new handpiece (this was done after first handpiece troubleshooting showed nothing). It was therefore determined the handpiece was defective. There was no consequence to pt.